Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated, and the reported issue was not able to be replicated during testing. No repairs needed. Unit was cleaned. All other applicable upgrades were verified complete in accordance with service procedures. Reset the device to default settings which included deleting any patient data that was currently on the device. The arctic sun was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. Fdl was inspected, tested and passed. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed the labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has been on therapy since 9pm last night. Met targeted temperature (tt) 33.5c but today patient temperature (pt) has dropped below targeted temperature and water temperature (wt) was staying low. They increased targeted temperature to 34c about 30 minutes ago. Targeted temperature now 34c, patient temperature (pt) was 32.9c, water temperature (wt) was 17c, water flow rate (wfr) was 1.2 l/m. Patient hr 49. Device in normothermia with rate of 0.25c/hr. Nurse denies any shivering or seizure activity. System diagnostics were outlet monitor temperature (t1) was 20.8c, outlet control temperature (t2) was 21.1c, inlet temperature (t3) was 32.6c, chiller temperature (t4) was 13.5c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 86 percentage, heater 0, water reservoir level (wrl) was 3, system hours were 2522.6, pump hours were 2160.7. Advised heater in not currently enabled which explains cooler water temperature. Press stop therapy, empty pads and then restart therapy to see if we could get heater to engage. They do not want to go through manual control set up at the moment with mother at bedside. Will call back in an hour to check in and try manual control.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has been on therapy since 9pm last night. Met targeted temperature (tt) 33.5c but today patient temperature (pt) has dropped below targeted temperature and water temperature (wt) was staying low. They increased targeted temperature to 34c about 30 minutes ago. Targeted temperature now 34c, patient temperature (pt) was 32.9c, water temperature (wt) was 17c, water flow rate (wfr) was 1.2 l/m. Patient hr 49. Device in normothermia with rate of 0.25c/hr. Nurse denies any shivering or seizure activity. System diagnostics were outlet monitor temperature (t1) was 20.8c, outlet control temperature (t2) was 21.1c, inlet temperature (t3) was 32.6c, chiller temperature (t4) was 13.5c, water flow rate (wfr) was 1.2 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 86 percentage, heater 0, water reservoir level (wrl) was 3, system hours were 2522.6, pump hours were 2160.7. Advised heater in not currently enabled which explains cooler water temperature. Press stop therapy, empty pads and then restart therapy to see if we could get heater to engage. They do not want to go through manual control set up at the moment with mother at bedside. Will call back in an hour to check in and try manual control.